Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had motor error alarm and blank display. The customer's blood glucose at the time of the incident was 130 mg/dl. The customer was assisted with troubleshooting. The customer reported that the display did not returned. The contact on the battery cap was neither damaged or corroded. The customer was advised to disconnect from the pump and to revert to backup plan. The pump will be returned for analysis.